Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a x-ray sponge. The customer states that the gauze frayed into a pt's wound and the pieces had to be picked out.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.